Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there appeared to be several pause episodes for potential undersensing. Reprogramming for sensitivity and blanking was recommended to see if episodes decrease. The device was subsequently explanted and upgraded a few days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.